Event description:
Noticed during closing and dressing application on pt that the tip of the drill bit had broken off. A 2.8mm depuy drill bit broke off in the proximal humerus. Surgeon aware and unable to retrieve the broken bit from the pt. Dates of use: 2008.